Event description:
Upon completion of a cardiac catheterization, a perclose device was used to close the femoral artery. After the device was inserted into pt, it malfunctioned and was unable to be retracted from the pt. The pt was taken to the operating room for device removal where the vascular surgeon noted that the device was caught on the knot of the suture in the pt's tissue. Because of the device being caught on the suture, the device was unable to be removed from the pt. The pt required repair to the artery.